Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had multiple button errors and motor errors alarms on the insulin pump. The customer's blood glucose level was 72 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.